Event description:
Second balloon ruptured. This patient was undergoing a percutaneous transluminal angioplasty with no calcification, moderate tortuosity and 100% stenosis between the left common iliac artery and the left external iliac artery. A guidwire was inserted across the lesion via a sheath introducer without any difficulty. After successful first inflation using savvy balloon, 4mm, the power flex p3, balloon catheter was advanced for the second inflation, and the balloon was inflated using a indeflator, however, the balloon ruptured at 10 atmospheres. Therefore, it was withdrawn out of the patient's body. The product was prepared and clinically used as per the IFU without any adverse consequence to the patient. The product will not be returned. Additional information will be submitted within 30 days upon receipt.